Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture and seroma.

Event description:
Patient's representative reported right side capsular contracture, baker grade IV and a suspected rupture diagnosed by palpation. Additional report of late seroma on the right side. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient's representative has reported capsular contracture, baker grade IV, a suspected rupture and a later seroma, diagnosed by palpation and ultrasound. Diagnostic report provided shows " right implant leakage. Late-stage hematoma on right side. Grade 4 capsular fibrosis on right side¿, the device has been removed by capsulectomy and has been replaced with a non-allergan device. This relates to the right side.